Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer had low blood glucose of 25 mg/dl and was treated with juice and food. Caller declined troubleshooting due to working with healthcare professional.